Event description:
A physician reported a pt who was originally skin tested on 4/15/99 and again on 4/30/99 in the left forearm; the results of both tests were considered negative. On 5/18/99, the pt was treated for bilateral acne scars on the cheek and mandible areas. On 5/21/99, the pt called the office to report the onset of redness, swelling, itching and induration at all the treatment sites. On 5/24/99, the pt was examined and the physician diagnosed the symptoms as a hypersensitivity. The forearm test sites were asymptomatic; the physician prescribed a medrol dos-pak and topical topicort cream.